Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to an electrical/electronic component problem. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The bronchovideoscope was returned to the service center with a report of leak test connector broken. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device had an error e237, no image is displayed and the charged coupled device (ccd) unit displayed horizonal lines. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to update h4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.